Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It is reported that "the pipeline has no anti-reflux effect during the catheterization process, and blood reflux will occur." No other information was provided.